Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. The reported air embolism and subsequent arrhythmia and hypotension appears to be related to the reported leak. Air embolism, arrhythmia, and hypotension are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention and delay to treatment/therapy were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is filed under separate medwatch report number.

Event description:
This is filed to report leak, air embolism, requiring intervention. It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation grade 4 with prolapsed posterior leaflet. All steps were performed per instruction for use (IFU). During the procedure, air was introduced in the patient. The physician determined that the air was due to the device. Patient¿s blood pressure and heart rate returned to normal after subsequent aspiration of the air. The procedure was aborted with no clip implanted. No additional information was provided.